Manufacturer narrative:
The investigation determined that lower and higher than expected quality control results were obtained for vitros valp on two vitros 5600 integrated chemistry systems. The investigation could not determine a definitive root cause. A vitros valp reagent issue, an instrument issue, and reagent and qc fluid handling issues cannot be ruled out as potential contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained lower and higher than expected vitros valp quality control results on two vitros 5600 integrated systems. Vitros 5600 #1, biorad-1= <10, <10, <10, 41.69 versus expected 26.3 ug/ml. Vitros 5600 #1, biorad-3= 50.26, 53.54, 54.81, 50.64, 56.98, 62.69, 71.20, 66.53, and 73.60 vs. Expected 108.9 ug/ml. Vitros 5600 #2, biorad-1= 39.45, 41.33, 41.26, 41.87, 40.66, 40.82, 38.17, 41.17, 38.87, 40.05, 40.45, 41.44, 40.59, 38.87, 39.17 vs. Expected 26.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number four of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).